Manufacturer narrative:
Product complaint (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Two pictures and a video were provided as part of the complaint report. The first photo shows the proximal hub with some visible deformation in the plastic at the edge. The second picture is of the hub assembled in the valve, with the deformation of the hub preventing it from properly aligning to the valve screw thread. The provided video cannot be properly visualized as there is considerable image distortion, but it appears to be a video of an attempt to assemble the tighten the hub into the valve. The rest of the device is not visible and no other damage or relevant details can be observed. A manufacturing record evaluation was performed for the finished device 31294740 number, and no non-conformances related to the malfunction were identified. The reported complaint regarding a damaged hub can be confirmed based on the observed condition in the supplied photos, however there is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the photos and video provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during the prepping of a cerebase catheter (gs9090sd, 31294740), when the valve was attached, it ¿turned in a vacuum¿. The photo shows that the external hub of the cerebase is damaged. The device was replaced for reasons of safety. The device was not inserted into the patient. There was no patient injury as the device was not clinically used. Additional event information was received on 07-ayg-2024 indicating that there was no difficulty in opening the packaging. There was no difficulty in removing the device from its holder neither.

Manufacturer narrative:
Product complaint (B)(4) updated sections on this med watch. Complaint conclusion: as reported by the field, during the prepping of a cerebase catheter (gs9090sd, 31294740), when the valve was attached, it ¿turned in a vacuum¿. The photo shows that the external hub of the cerebase is damaged. The device was replaced for reasons of safety. The device was not inserted into the patient. There was no patient injury as the device was not clinically used. Additional event information was received on 07-ayg-2024 indicating that there was no difficulty in opening the packaging. There was no difficulty in removing the device from its holder neither. The device was discarded; therefore, no further investigation can be performed. Two pictures and a video were provided as part of the complaint report. The first photo shows the proximal hub with some visible deformation in the plastic at the edge. The second picture is of the hub assembled in the valve, with the deformation of the hub preventing it from properly aligning to the valve screw thread. The provided video cannot be properly visualized as there is considerable image distortion, but it appears to be a video of an attempt to assemble the tighten the hub into the valve. The rest of the device is not visible and no other damage or relevant details can be observed. A manufacturing record evaluation was performed for the finished device 31294740 number, and no non-conformance's related to the malfunction were identified. The reported complaint regarding a damaged hub can be confirmed based on the observed condition in the supplied photos, however there is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the photos and video provided. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.